Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the reported battery failure alarm was likely because user didn¿t initially engage the transport connection battery switch. During the last step of pm, the battery transport connection switch is disengaged prior to return shipment to the customer. The distortion seen in the analog output was most likely due to a malfunction of the optical pressure measuring unit.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller generated several error messages and failure messages. The controller was exchanged for a new one to continue patient support. No patient harm was reported.

Manufacturer narrative:
Additional information has been provided in d9 and h6. D6a implantation month, day, and year as well as d6b, explantation month, day, and year have been updated.